Event description:
Boston scientific received information that this implantable defibrillation lead exhibited decreased sensing and low out of range pacing impedance measurements. Additionally, shock impedance measurements decreased from 40 ohms to 30 ohms. A lead insulation issue was suspected. The device was programmed to aai. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
The physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.